Manufacturer narrative:
Investigation root cause analysis results. Severity: s1. Samples were decontaminated by: n/a. No samples were received. Photo showed reported defect: yes. Returned material showed reported defect: n/a. No retention samples were kept for this product. Complaint history check for lot 7093577 was verified and no discrepancies were found about the above described problem. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7093577. No findings in qns/ncmr/DHR about the lot number 7093577 were found. This is considered as an isolated issue. The manufacturing process was reviewed and no potential failures were identified since only syringe packaging process is performed at nogales facility. Based on the description received the foreign matter (particulate-charred plastic in the syringe. This failure mode is caused during the supplier molding process. Pictures will be submitted to nogales incoming inspection to alert the supplier. Product within specification?-yes root cause: n/a- not able to investigate the root cause since the samples received were not caused in nogales process. However, the defect description for the sample received shows that the above description for the sample received shows that the above described foreign material defect was potentially caused in the molding process performed at the supplier site. The syringe is not assembles in the nogales facility. (B)(4).

Event description:
It was reported, the bd¿ syringe 60cc luer-lok¿ convenience tray had a charred piece of plastic inside the syringe barrel making the product inoperable. Found before use. No serious injury or medical intervention noted.